Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 675 mg/dl, 495 mg/dl, 135 mg/dl. The customer had no any symptoms and treated with breakfast and bolus. Customer reported that the high blood glucose levels. Troubleshooting was performed. Customer alleged pump was possible under delivering. The product was not returned for analysis.